Event description:
Additional information was received from the epileptologist's office reporting that there were no causal or contributory factors that may have caused the high impedance. In addition, there was not any patient manipulation or trauma that is believed to have caused or contributed to the high impedance. No additional information was provided. Analysis of the generator revealed that it was at an end of service condition was found in the laboratory. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life analysis resulted in 2.07 years remaining before the near-end-of-service is yes. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the product analysis lab, will be used to conclude that no anomalies exist and the end-of-service condition is an expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
An implant card was received for the depression patient's prophylactic generator replacement surgery on (B)(6) 2012 (as previously reported in manufacturer report number: 1644487-2011-02827), which reported that both the generator and lead were revised on this day due to "lead discontinuity." Follow up with the surgeon's nurse revealed that after the replacement generator was implanted, high lead impedance was observed (lead impedance > 10,000 ohms). The surgeon reportedly tried to reinsert the lead pin into the generator, however the high impedance did not resolve. Therefore, a full revision was completed. After replacing the lead, diagnostics were within normal limits. Attempts for additional information have been unsuccessful to date. The generator was received for product analysis by the manufacturer, however the analysis has not been completed to date (as previously reported in manufacturer report number: 1644487-2011-02827). However, the lead was not received by the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.